Manufacturer narrative:
B5 - describe event or problem section corrected with unknown guidewire involved in the event.

Event description:
It was reported the guidewire became entrapped inside of the device. The moderately tortuous, 100% stenosed chronic total occlusion (cto) was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for an endovascular thrombectomy (evt) procedure to treat the cto. During the procedure, the 2.1mm jetstream xc catheter became stuck on an unknown guidewire. Both the unknown guidewire and 2.1mm jetstream xc catheter were removed together as one unit from inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported the guidewire became entrapped inside of the device. The moderately tortuous, 100% stenosed chronic total occlusion (cto) was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for an endovascular thrombectomy (evt) procedure to treat the cto. During the procedure, the 2.1mm jetstream xc catheter became stuck on a boston scientific rotawire. Both the boston scientific rotawire and 2.1mm jetstream xc catheter were removed together as one unit from inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.